Event description:
As reported by the user facility: event 2 : detailed inquiry description: 2 incidents staff noted an approx quarter inch cut on the blood pump segment. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). One sample was provided for further evaluation. A visual evaluation was performed on the sample and a vertical cut was found along the thicker tubing section. Based on the evaluation results, the reported defect cut tubing was confirmed. The sample and all available information were forwarded to the supplier for evaluation. The supplier stated that the defect appears to be due to a potential box cutter to open the box. While the exact root cause could not be determined, we will maintain this report for further references and continue to monitor other reports for similar occurrences. A review of the device history file was performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. If any additional pertinent information becomes available, a follow up will be submitted.